Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "what was the size of the needle used?" The needle size was a 2-0 vicryl plus, 27¿. "Was the procedure completed successfully?" Procedure was completed successfully. "Was there any adverse patient outcome?" No adverse outcome. "Lot number?" We do not have a lot number. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength -= 275 g /m.

Event description:
It was reported that a patient underwent a unknown procedure on an unknown date and suture was used. During the procedure, tip broke off while gently sewing. We were able to retrieve the tip because the surgeon saw it but that could have been very bad. There were no patient consequences reported. Additional information was requested.